Event description:
Caller reported a cgm error 42, which had occurred three or more times on the pump in the past. There was no reported adverse impact to the customer's blood glucose level. Technical support decided to replace the pump as a resolution.